Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
Eleven weeks post implant it was reported that the patient presented with the atrial lead dislodged. The atrial lead was explanted and replaced. Additionally, it was reported that the right ventricular (rv) lead had possibly perforated the right ventricle and that the rv lead had increased thresholds. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.